Event description:
Following the information provided the bed continued to move when the handset button was released. The arjo representative confirmed that the handset was faulty and disconnected it from the bed. After replacement of the handset and testing the correct bed functionality was confirmed. No patient was involved at the time of event. No injury was sustained.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within a follow-up report once the investigation is completed.

Manufacturer narrative:
Arjo was informed about an incident with the enterprise 5000x bed involvement. Following the information provided, the bed continued to move when the button on the attendant control panel (acp) was released. An arjo representative was called to inspect the device after the event. The service technician observed that the button responsible for the bed platform raise movement on the attendant control panel (acp) was faulty. The technician disconnected the acp from the bed, replaced the acp and then tested the bed¿s functions. No device problem occurred after the repair. At the time of the event, no patient was involved and no injury was sustained. Based on the information obtained during the investigation, arjo is not taking full responsibility for servicing the equipment at the customer's site. The customer also has its own contractors and uses their maintenance services. We did not find service records in our system for the bed involved in the incident. Information from the customer that a new attendant control panel is needed for the device may mean that the part has not been replaced since 2017. Therefore, based on the above investigation findings, we concluded that the most likely cause of the reported attendant control panel defect was wear due to regular usage (the acp was in use for over 5 years). The instructions for use for the enterprise 5000x (document number: (B)(4)) states the following: ¿this product is subject to wear and tear during use. To make sure that it continues to perform within its original specification, preventive maintenance procedures should be carried out at the intervals shown (¿). Actions to be done by carer: weekly: check acp and cable¿. To sum up, while the event occurred, the enterprise 5000x bed was not being used for a patient treatment but the device failed to meet its performance specification since unintended movement occurred. The complaint was deemed reportable due to allegation of unintended bed movement. No injury was sustained.